Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. E.1. Address was not located, and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero pressure rated extension set had a damaged / defective clamp. The following information was provided by the initial reporter: we have received several product complaints from our departments regarding item mz5304, please see below. The complaints consisted of a variety of lot numbers. Slide clamp is difficult to use especially when starting IV¿s and drawing bloodwork. The clamp does not slide easily and the clamp sometimes wont clamp at all.